Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized, but was treated with vancomycin intraperitoneal (ip) (dose, frequency not reported. The cause of peritonitis was a break in aseptic technique, further described as the patient did not wear a mask. Outcome for the event of peritonitis was ongoing and unchanged. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.